Manufacturer narrative:
Updated fields: d9(return to manufacture date), h6(component codes). It was reported that during preventive maintenance by getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) protective earth resistance was infinite. There was no patient involvement and no patient harm reported. Fse replaced the line cord assembly. Performed functional check and safety check, repair done. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0012-00-1688-02 rev. D with a reported unit failure of the protective earth resistance being infinite. The fat performed a visual inspection and found the part to be in good condition. Tested the wires of the power cord and found that the ground wire was open and faulty. Fat verified the issue of this part but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code- (B)(6) additional point of contact name: (B)(6) occupation: biomedical engineer a getinge field service engineer (fse) was dispatched to evaluate this unit, and the line cord assembly was replaced. Unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the protective earth resistance was infinite. There was no patient involvement